Event description:
My mother wanted to hear better and she paid for an operation in which they implanted her a cochlear implant system, called clarion cii, the implant had problems - intermittent functioning, sudden sensation of discomfort, sudden loud noises¿- so advanced bionics requested us to send them the unit and they would send us a new one for another operation, my mother had to pay for another operation, they had to remove and replace the device she already had for a new one. Can you believe since the operation the new device still doesn't work and my mother is going through a terrible depression she spent a lot of money and went through two operations to hear better and still she hears nothing. Dates of use: (B) (6) 2005 -- (B) (6) 2010. Diagnosis or reason for use: to hear better. We haven't been able to contact any hearing care provider.